Event description:
It was reported that during a device change-out for normal eri, a protruding fine piece of metal was observed on one of the lead connectors. Physician suspected that the metallic piece was similar to the appearance of a guidewire. The device was functioning properly and was replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. Device was tested on the bench and no anomalies were found. The damage found was sustained during the surgical procedure.